Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was at the site. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6009679 have already been previously tested in the complaint (B)(4) on 20/jun/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the complaint (B)(4). Device history record (DHR) review: the 6009679 was manufactured according to the work instruction (wi) version 117 manufactured in the line l-10, li103 on 13/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6009679 and found another one complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.